Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Based on the 13 pages of medical records information, it appears that this (B)(6) years old white male esrd patient is on continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through delflex peritoneal dialysis solution of unknown strength. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. In this case, medical history reveals diabetes mellitus and pancytopenia as relevant concurrent conditions. Both diabetes and pancytopenia greatly increase the risk of infection in end stage chronic kidney disease patients. Klebsiella pneumonia was found both in peritoneal effluent and blood. The patient was treated accordingly and continued with pd therapy. There is no documentation in the medical record supporting a possible association between the liberty cycler, liberty cycler cassette, delflex pd solution, and the event of peritonitis.

Event description:
A peritoneal dialysis (pd) patient reported he was hospitalized with a peritoneal infection. Follow up with peritoneal dialysis registered nurse (pdrn) confirmed hospitalization for a peritoneal infection. Patient was admitted on (B)(6) 2015 and according to the nurse was using the cycler at the time. On (B)(6) 2015, the patient presented to the hospital, pd effluent was cultured and showed many gram negative rods with heavy growth of kiebsiella pneumonia, moderate white blood cells, was diagnosed with peritonitis and bacteremia. On an unknown date during the admission, the patient was started on intraperitoneal (ip) antibiotic therapy with drug name, dose, and frequency unknown, and cipro (ciprofloxacin) (500mg tablets) 500mg daily oral route with a completion date of (B)(6) 2015. On an unknown date during the admission, the patient experienced an episode of pancytopenia, was treated with two course of intravenous immunoglobulin g (ivig), one course of rituxan (rituximab) and promacta (eltrombopag) and platelets improved to 52. On an unknown date during the admission, the patient experienced constipation, which resolved with a bowel regimen and as needed enemas. On (B)(6) 2015, the patient underwent an incision and drainage of a right flank wound, the patient was then discharged from the hospital with signs and symptoms of peritonitis and bacteremia resolving and was prescribed home health for wound care. As of (B)(6) 2015, the patient continues pd therapy.